Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The drill and attachment were received at the MFR for eval. Based on the investigation details, a possible cause for the alleged overheating was the device's lock collar sticking. The handpiece was repaired and returned to the customer.